Manufacturer narrative:
A photograph and video were provided for this issue. Without an evaluation of the device involved we are unable to determine the cause or factors that may have contributed to this event.

Event description:
A leak was detected in the extension line after the second dialysis session. Catheter was replaced with another.